Manufacturer narrative:
Errors reviewed from the datalog indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. The datacard showed techniques errors of not maintaining full contact to skin with consistent and sufficient force during rep delivery. These technique issues may not allow proper post cooling and result in unsafe conditions. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns and blisters are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The datacard log and treatment tip were returned for evaluation. Based on the evaluation of the data, the tip, handpiece, and system performed as expected. Based on the available information, burns and blisters are known possible adverse patient reactions to thermage cpt. The customer reported this event would not result in permanent damage or scarring to the patient. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The evaluation of the returned tip found the tip had been used for 450 treatments on (B)(6) 2019. The tip passed flow, leak, and thermistor testing. The tip failed visual testing due to a dent on the surface. No functional test was performed due to e234 (no reps remaining). Further investigation is underway.

Event description:
The user facility in (B)(6) reported a patient sustained a burn near the right eye during a thermage treatment. The patient also had botox injection on crows feet in the area. 225 reps had been completed under the left eyelid. The patient reported feeling stinging when treatment under the right eyelid began. The highest energy used was 2.0. The treatment tip was inspected prior to and during the treatment with no anomalies noted. The patient was treated with scald ointment and artificial skin. The practitioner reports there appears to be no permanent damage or scarring.